Event description:
Consumer sent email stating that one tampon had two of the prongs at the top of the plastic applicator bent inwards, causing the tampon to get stuck in the applicator, and a second tampon did not have a string. No injury was reported. This case was initially submitted on (B)(6) 2021 with the incorrect uf/importer report number of 1216894-2020-00038. This corrected initial submission has the accurate uf/importer report number of (B)(4).